Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that the patient's lead had migrated. As a result, the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.